Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe holder assembly broke." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of an infuso.r. Pump with a broken syringe holder assembly was confirmed but not reproduced during product evaluation. The root cause was not identified. The syringe holder assembly was replaced to fix the reported condition.baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Similar reports have been received for the reported problem.